Event description:
During a laparoscopic appendectomy, upon the initial firing, the instrument would not fire. The instrument was reloaded and subsequrntly fired appropriately. There was no pt consequence.